Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the lead exhibited oversensing noise, as well as sensing and capture anomalies. The patient was seen in clinic on (B)(6) 2018 and replacement procedure was scheduled. The lead was explanted and replaced on (B)(6) 2018. There were no adverse consequences to the patient.